Event description:
It was reported that during a procedure, the console displayed error 188 (cooling system error-cooling flow switch error). Due to this, the procedure was cancelled. There were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia or sedation status is unknown.